Event description:
It was reported that during a da vinci-assisted (simple) prostatectomy surgical procedure, customer encountered an issue with the surgeon side cart (ssc) vision, as the left eye was black. The surgeon moved over to the other console that was connected to proceed with the case. Intuitive surgical, inc. (Isi) technical support engineer (tse) viewed system logs and noticed a 48100 error on the personality module surgeon console (pmsc). Tse recommended a power cycle, but the surgeon wanted to continue without further troubleshooting. The procedure was completed as planned with no patient harm. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse stated that the issue seemed to resolve itself whenever the customer restarts the system. Fse was unable to reproduce the issue. System logs showed 48101, 48100, and 48200 faults on personality module surgeon console 1 (pmsc1) when the issue occurred. This appeared to indicate that the digital video interface (dvi) cable or the external device plugged into pmsc1 left eye was faulty. Fse swapped dvi cables connected to pmsc1 between left and right eye outputs, in case the issue returns. The system was tested and verified as ready for use. A review of the site's complaint history revealed one additional complaint with the same issue. There was no image or video clip submitted to isi for review. A log review confirmed the following: the simple prostatectomy procedure was performed by the listed console surgeon on (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support engineer (tse). Investigation revealed the following possible related system errors: error 48100 ¿ the pmsc reported a recoverable i2c bus error on channel 2 (leaf 3) an external dvi video device or a dvi cable connected to the pmsc may be causing this error. Error 48101 ¿ the pmsc reported an i2c bus error on channel 2 (leaf 3). This complaint is considered a reportable event due to the following conclusion: the customer converted to another da vinci system after the start of the procedure as the surgeon side cart 1 (ssc1) left eye was black. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.